Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following pocket closure a lead test was performed and impedance measurements greater than 3,000 ohms were observed on the right atrial (ra) lead. X-ray revealed an obvious fracture of the ra lead. The physician stated he would review the patient the next day. During the follow-up, the ra lead was observed to be sensing appropriately. As the patient is a candidate for a heart transplant, no changes were made to the system. No adverse patient effects were reported.